Event description:
Sales rep reported that the screw was being tapped in correctly and when it was fully seated at 10mm, the distal portion of the screw shattered. It was confirmed an achilles allograft was being used. The femoral tunnel was prepared with an endoscopic drill and a starter and tap were both used. Our current driver with laser marked depth gauge lines was being used, and the surgeon felt good seating between the screw and driver. None of the screw fragments remain in the patient. A 9.25mm titanium screw was inserted to complete the procedure. Patient's bone quality is unknown.

Manufacturer narrative:
Device has not been returned for evaluation.